Event description:
Patient presented to the physician with constant migraine since waking from anesthesia post-implant surgery. Physician prescribed four different medications and has ordered an MRI for further evaluation.